Event description:
It was reported that the laparoscope had no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged cable unit, cable unit light guide lens is cracked, light guide connector has a crack. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction no image was due to damaged cable unit/component failure of the cable unit, cable unit light guide lens is cracked due to component failure of the distal end cover glass and light guide connector has a crack due to component failure of the light guide connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.